Event description:
It was reported when the device was used during a diverting ileostomy procedure, it functioned as intended during the initial procedure. The surgeon also reported oversewing the staple line. The staple line came apart four days post operatively. The patient returned to surgery and another device was used to close the opening. The patient is recovering without any further complications.